Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery exhibited power consumption issue despite being fully charged. Whenever the battery was connected to the controller only two bars of battery power showed. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections to b5, h6 and h10. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2024 / serial or lot#: (B)(6), d9: no h3: no h4: mfg date: 13-apr-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 03-mar-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2024 / serial or lot#: (B)(6), d9: no h3: no h4: mfg date: 03-mar-2023 h5: no d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430de / catalog #: 1430de / expiration date: 31-jan-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 04-jan-2022 h5: no d1: heartware ventricular assist system ¿ controller dc adapter d4: model #: 1440 / catalog #: 1440 / expiration date: 30-jun-2024 / serial or lot#: (B)(6), d9: no h3: no h4: mfg date: 30-sep-2021 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2024 / serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 03-mar-2023 h5: no, d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2024 / serial or lot#: (B)(6), d9: no h3: no h4: mfg date: 15-mar-2023, h5: no, d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2024 / serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 03-apr-2023 h5: no d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430de / catalog #: 1430de / expiration date: 31-jan-2024 / serial or lot#: (B)(6), d9: no h3: no h4: mfg date: 04-jan-2022 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that despite being fully charged, the battery was showing less than fully charged at 2 or 3 bars on the controller. It was also reported that despite being fully charged when connected to the controller, the battery didn't show any bars indicating the battery was charged. It was further reported that there was a total of four batteries that were both emptying at the same time when connected to the controller instead of one battery emptying. The controller ac and dc adapters and a battery charger also exhibited "improper charging." The batteries, ac adapter, dc adapter and battery charger were removed from service. In addition, dirt and dust were noted in the controller entrances, and there was concern for contamination in all of the power sources. Three additional batteries and an additional controller ac adapter were replaced.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: serial or lot#: bat(B)(6) d9: yes return date: 10-feb-2025 h3: yes serial or lot#: bat(B)(6) d9: yes return date: 10-feb-2025 h3: yes serial or lot#: bat(B)(6) d9: yes return date: 10-feb-2025 h3: yes serial or lot#: (B)(6) d9: yes return date: 10-feb-2025 h3: yes serial or lot#: (B)(6) d9: yes return date: 10-feb-2025 h3: yes serial or lot#: bat(B)(6) d9: yes return date: 10-feb-2025 h3: yes serial or lot#: bat(B)(6) d9: yes return date: 10-feb-2025 h3: yes serial or lot#: bat(B)(6) d9: yes return date: 10-feb-2025 h3: yes serial or lot#: (B)(6) d9: yes return date: 10-feb-2025 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: seven (7) batteries, (bat(B)(6), two (2) controller ac adapters (B)(6), one (1) controller dc adapter (B)(6), were returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. No performance allegations were made against the battery ac adapter. Failure analysis of the returned devices revealed that the units passed functional testing. Internal visual inspection of the returned devices did not reveal any anomalies. Visual inspection of (B)(6) revealed contamination within the adapter¿s connector. However, the connection between the controller ac adapter and controller was established with no anomalies observed. Visual inspection of the returned batteries revealed no signs of contamination in the battery co nnectors. The batteries were able to properly discharge on the test equipment with no anomalies observed. The controller ac adapters and the controller dc adapter were able to adequately provide power to a test controller; no abnormalities were observed. Log file analysis was not performed since log files were not available for analysis. As a result, the reported contamination event (B)(6) was confirmed. However, the reported contamination events related to the remaining devices, the reported power consumption issue involving the batteries, the ¿improper charging¿ event involving the battery charger, the battery ac adapter not charging event and the reported no power event involving the controller dc adapter could not be confirmed. The most likely root cause of the observed contamination events can be attributed to the handling of the device. A possible cause of the unconfirmed reported events could not be determined because the returned devices tested within specification and the issues could not be duplicated. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery (B)(6) was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection and functional testing. The battery was able to properly discharge on the test equipment with no anomalies observed. An internal inspection did not reveal any anomalies. Log files were not available for analysis. As a result, the reported event could not be confirmed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.